Manufacturer narrative:
H6: investigation summary. Bd received 5 photos for the investigation. The photos were reviewed, and the indicated failure mode of poor barrier separation was observed. In addition, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. Three retained samples from 5 lot numbers and five control tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. All 20 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation performed, bd was able to confirm the customer¿s indicated failure mode on the photos provided only. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendations: sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high-quality specimen several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see h.10.

Event description:
It was reported that there was poor barrier separation of sample after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that sst vacutainers have red cells leaking through the separator gel and into the serum. None of the specimens in question have been recalled, however we are reviewing to ensure high quality, continued integrity of the samples and to avoid any future recalls. After the monitoring, investigation and process of elimination, we may need to contact our supplier and manufacturer for notification and further investigation with their processing, systems, and instruments. Please note that the data sort centrifuges have had the six month pm on may 22nd , 2020 and are centrifuging specimens with good quality. Additionally, on 2020-6-23 the bd sales consultant provided the following additional information: I had to advise the point person on: and that was about inverting the sst¿s. She was of the opinion they do not require it and I had to explain they do and provided several sources including the IFU. Having said that, all of the sst¿s come in from varying sites so not sure if those users have the same thinking but she was going to educate them all just in case. Additionally, on 2020-6-26 the bd sales consultant provided the following additional information: how many tubes from each lot were witnessed having red cells leaking through the separator gel? Approximately 50¿70 increase daily as monitored. Were there any erroneous results? None. No recalls, as the serum is not affected at this time. Precautionary measures investigation only at this point. Was the course of treatment changed? No. Was the tube mixed properly after the collection? Yes, as confirmed with the specimen collection supervisor. How long was the sample allowed to clot? 30 minutes to clot. Was fibrin present in the serum? No. Were the recommended centrifugation g-force, time, and temperature observed? During pm in may 5. What is the centrifugation ramp-up speed? Data sort/specimen management -acceleration 9 (not many are spun here), most spun at different locations - the scc sites. When was the calibration of the centrifuge last checked? During pm in may for data sort/specimen management department and specimen collection sites. What type of centrifuge was used- fixed angle or swing bucket? Swing bucket. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? N/a. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Flat, complete, gel on walls. Complete barrier with small pockets. Does the poor barrier appear in all tubes or only occasionally? Often, every drop off ¿ some present. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Some placed in rack, upright and rack is hand carried to instruments. Others for scc locations follow same process, however are sent for transport via ground courier. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? N/a. What was storage conditions? Where they stored in refrigerator prior to use? Room temperature. Not refrigerated prior to use. Were there any photos taken at the time of the incident? Yes, few after monitoring and continuation of further investigation. Are samples available to send in for investigation? Yes. Few set aside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9196157, medical device expiration date: 2020-07-31, device manufacture date: 2019-07-15, medical device lot #: 9353993, medical device expiration date: 2020-12-31, device manufacture date: 2019-12-19, medical device lot #: 0034513, medical device expiration date: 2021-01-31, device manufacture date: 2020-02-03, medical device lot #: 0066004, medical device expiration date: 2021-02-28, device manufacture date: 2020-03-06, medical device lot #: 0017566, medical device expiration date: 2021-01-31, device manufacture date: 2020-01-17." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation of sample after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that sst vacutainers have red cells leaking through the separator gel and into the serum. None of the specimens in question have been recalled, however we are reviewing to ensure high quality, continued integrity of the samples and to avoid any future recalls. After the monitoring, investigation and process of elimination, we may need to contact our supplier and manufacturer for notification and further investigation with their processing, systems, and instruments. Please note that the data sort centrifuges have had the six month pm on may 22nd, 2020 and are centrifuging specimens with good quality. Additionally, on 2020-6-23 the bd sales consultant provided the following additional information: I had to advise the point person on: and that was about inverting the sst¿s. She was of the opinion they do not require it and I had to explain they do and provided several sources including the IFU. Having said that, all of the sst¿s come in from varying sites so not sure if those users have the same thinking but she was going to educate them all just in case. Additionally, on 2020-6-26 the bd sales consultant provided the following additional information: how many tubes from each lot were witnessed having red cells leaking through the separator gel? Approximately 50¿70 increase daily as monitored. Were there any erroneous results? None. No recalls, as the serum is not affected at this time. Precautionary measures investigation only at this point. Was the course of treatment changed? No. Was the tube mixed properly after the collection? Yes, as confirmed with the specimen collection supervisor. How long was the sample allowed to clot? 30 minutes to clot. Was fibrin present in the serum? No. Were the recommended centrifugation g-force, time, and temperature observed? During pm in may 5. What is the centrifugation ramp-up speed? Data sort/specimen management -acceleration 9 (not many are spun here), most spun at different locations - the scc sites. When was the calibration of the centrifuge last checked? During pm in may for data sort/specimen management department and specimen collection sites. What type of centrifuge was used- fixed angle or swing bucket? Swing bucket. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? N/a what did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Flat, complete, gel on walls. Complete barrier with small pockets. Does the poor barrier appear in all tubes or only occasionally? Often, every drop off ¿ some present are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Some placed in rack, upright and rack is hand carried to instruments. Others for scc locations follow same process, however are sent for transport via ground courier. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. Does the patient have abnormally high protein levels (protein disorder)? N/a what was storage conditions? Where they stored in refrigerator prior to use? Room temperature. Not refrigerated prior to use. Were there any photos taken at the time of the incident? Yes, few after monitoring and continuation of further investigation. Are samples available to send in for investigation? Yes. Few set aside.